Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation did not show damage.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the surgeon saw a frayed cable on the fenestrated bipolar forceps instrument and passed it off of the field. The surgeon did not need staff to open a new one at that time. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing of any kind noted. And no know patient injury.